Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that the recharger frequently showed that the battery was overheating. The rep reported that it was not doing thing until after a large fall that resulted in a fracture of the left femur. The rep reported that an impedance test was done and came back normal. The battery log showed that the battery and charger was okay. The rep reported that the patient had received two replacement recharger antennas and they had not made a difference. The patient was still getting goof pain relief and good coverage. The battery was just overheating often. The issue wasn¿t resolved. Additional information was received from the rep on 2018-07-16. The rep reported that the cause of the battery overheating wasn't determined. The rep reported that antenna locate was used to educate the patient where the best location to charge was. The rep reported that at this point, no other steps would be taken to resolve the battery overheating. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.